Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid with thick fibrin. The cause of the event was not reported. The same day as the event onset, the patient was hospitalized for the event. At the time of this report, the patient was recovering from the event and pd therapy was temporarily discontinued. The reporter declined to provide additional information.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.